Manufacturer narrative:
Actual device was not evaluated. The investigation concluded that the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Event description:
Zirconia abutment fractured at top after being in patient's mouth for 1.5 years. No patient injury.

Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.